Event description:
Information received a smiths medical cadd administration set when spiked in the epidural bag would not prime. Upon attaching device to machine a" alarm error message" was received.. Several attempts made to attach device and were unsuccessful, so therefore new tubing was implemented and the administration set was successfully attached. No patient adverse events reported.